Manufacturer narrative:
Follow-up 1: device evaluation. According to the complaint description the device often triggered a cuff system leakage alarm and was unable to maintain the pressure. It is important to emphasize that the device was not in clinical use at the time of the incident. When a leak is present, the intellicuff device generates a cuff system leakage alarm. This leads to a failure to achieve and maintain the chosen pressure level. The occurred cuff system leakage alarm could indicate an issue with the intellicuff, the cuff pressure tube, the et tubing or the connection between intellicuff and the cuff pressure tube. However, the precise root cause of the failure could not be determined. The correction consisted in replacing the intellicuff device.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4) initial report.

Event description:
The following was reported to hamilton medical ag: the intellicuff device intermediately alert for ¿cuff leak¿. The device doesn¿t hold the pressure. This occurrence was noticed during a non-clinical procedure. Worst case, a low cuff pressure may be experienced as irritant for the patient. Also infected body fluids may enter the lungs and then a special pathogen treatment (e.g. H1n1, mrsa, mrgn) may be needed.